Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient faced diabetic ketoacidosis event on 22-nov-2024 and eventually got hospitalized due to hyperglycemia. The blood glucose level was 396 mg/dl and ketones level were 6.1 and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.